Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal were missing. No physical damaged was found on the device. Upon inspection, reported problem was confirmed. Found latch/lock optic flex circuit was not functioning. The latch/lock optic flex circuit will be replaced.

Event description:
It was reported that cadd solis vip ambulatory infusion pump other cassette sensor. No patient injury reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Event description:
Additional information received which indicated no patient involvement, the issue was found during testing.